Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the string was shorter than normal and inaccessible to aid in the removal of the tampon. The string was not visible prior to insertion. Four other tampons had the same issue and were not used. She was able to manually remove the tampon and did not seek medical assistance. No further information has been received.